Event description:
It was reported that the pump screen became unreadable without any visible cracks or impact, consistent with a display that is difficult to read and involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that ambient lighting conditions contributed to the visibility issue and that the problem aligned with a component-related display readability issue of the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.